Event description:
It has been reported to philips that user was unable to perform fluoro and believe it's an issue with the foot switch. No harm was reported. A philips field service engineer (fse) inspected the system onsite and identified an issue with the pio relay board. Fse replaced the pio relay board and now the system is in good working conditions.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that lights were not turning on intermittently when wired footswitch was being pressed. Upon functional testing, fse found that the connection that intakes two wires coming in from the hospital was not working on the board. To resolve this issue, fse replaced input/output (io) relay board. After replacement of io relay board, system was returned to use in good working order. The codes were updated based on the investigation outcome.